Event description:
The hospital reported the bag to vent switch was broken during pre-use checkout causing an inability to initiate mechanical ventilation. No patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 rotary knob was retightened to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).